Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that upon connecting an impella 5.5 catheter to an automated impella controller during implantation a yellow error message displayed noting defective device, do not use. A different impella 5.5 was used to support the patient. No patient harm was reported.

Manufacturer narrative:
This follow-up report is being submitted to correct a previously reported h6 medical device problem code. The problem code a0207 (device damaged prior to receipt by user) reported on the initial MDR was not applicable to the event and has been corrected to a1301 (failure to read input signal).

Manufacturer narrative:
Failure to detect purge cassette, pump or catheter: the cause of the failure to detect pump issue was unable to be determined due to lack of product and data logs returned for analysis.